Event description:
Left total hip revision. The surgeon stated that patient was having pain in the previously replaced hip, x-rays were obtained, labs drawn, and revision total hip was scheduled. During revision procedure, upon the surgeon entering the hip joint capsule and dislocating the hip, the surgeon stated that the hip stem was loose. The surgeon replaced the explanted accolade stem with a restoration modular stem and also removed the alumnia ceramic liner and replaced with an mdm.

Event description:
Left total hip revision. The surgeon stated that patient was having pain in the previously replaced hip, x-rays were obtained, labs drawn, and revision total hip was scheduled. During revision procedure, upon the surgeon entering the hip joint capsule and dislocating the hip, the surgeon stated that the hip stem was loose. The surgeon replaced the explanted accolade stem with a restoration modular stem and also removed the alumnia ceramic liner and replaced with an mdm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The returned accolade stem shows no signs of bone on-growth on the proximal coated area. There are shiny wear marks on the coated area which would indicate micro motion during in-vivo usage. There are minor scratch marks on the neck and proximal area of the coated region, which were likely caused during explantation, however, there is no evidence of impingement. Medical records were received for review with a clinical consultant as follows: in this young, large, very active male patient, no determination can be made regarding the cause of the apparent failure of biologic fixation of the femoral component requiring revision eight years post-operative. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.